Manufacturer narrative:
The hill-rom technician found the side communication cable had some bent pins and needed to be replaced. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).